Event description:
Father of the patient purchased a tampon in 2007 at 12:34 am. Around 9 am the following morning, the patient tried to remove the tampon and found she was unable to do so. The father took the patient to the ER where a physician removed it. The father claims the doctor stated there was no removal cord attached to the tampon. The father called the store where he purchased the tampon and complained about the incident. He was able to provide a lot code from the box of tampons he purchased. The remaining tampons from the box were returned for evaluation. Medical records were not provided by the patient's father despite repeated requests. There were no known injuries or other health issues associated with this event.

Manufacturer narrative:
Evaluation summary: cord integrity testing was performed on 34 samples returned by the customer from the same box of devices purchased. All returned tampons had intact withdrawal cords, and no sewing defects were noted. Samples were tested for cord pull strength and all results were above the specified minimum value. Data from the production lot were reviewed and no quality defects were noted related to cord defects.